Event description:
It was reported that the pt rec'd emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
Pump settings and delivery history were reviewed with the pt and confirmed as accurate. A visual examination of the cartridge by the pt's mother revealed that it contained air. The pt's mother reported that the cartridge and infusion set were replaced the day before the event, and she may not have used proper filling techniques. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The pt has continued to use the pump with no reported subsequent events.